Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level. The caller was informed by technical support that the reset was a safety feature, explained actions required to restart the system, and advised to load the cartridge and start the sensor post-call due to being at work. The customer acknowledged the information and will follow up if further assistance is needed.